Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rubber of the insertion section of the videoscope in peeling off. The issue occurred during inspection for use. There was no patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that the adhesive of the bending rubber is detached and foreign material in the distal end (c-body). Based on the results of the investigation, olympus could not identify the foreign material from the available information and could not identify why the foreign material remained. However, the root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.